Event description:
The customer reportedly obtained a 333 mg/dl and 160 mg/dl on the accu-chek aviva system within a ten minute timeframe. The customer states that the 333 mg/dl was upside down however, he did not confirm this. No reported symptoms. The customer felt the 160 mg/dl was more accurate for the 3:00 am timeframe and he ate a small snack. The results of the snack were not disclosed. No adverse event reported. New system sent to customer and return requested.